Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded out of range pacing impedance measurements on both the right atrial (ra) and right ventricular (rv) channels. The out of range measurement resulted in a switch from bipolar to unipolar mode. A request was made of boston scientific technical services (ts) to review the system. Ts reviewed data from the device and provided trouble shooting recommendations. Additionally, episodes of noise were observed on both the ra and rv channels. Some of the noise appeared to be due to unipolar sensing, while a few episodes were consistent with oversensing the minute ventilation signal. Testing was performed in clinic and this system was reprogrammed. The ra and rv leads are competitor products. This pacemaker remains in service. No adverse patient effects were reported.